Event description:
It was reported, a small piece of distal end of the ultrasonic bronchofibervideoscope fell off. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected field: d4.2. Updated fields: d9.2, d9.3, e1, h2, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. . The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: april 25th, 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. As a result of confirming contents of instruction manual of urf-v, following sections describe reprocessing method. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure performed was endobronchial ultrasound and diagnostic, also, the intended procedure was completed.